Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. A pressure bag was used as the method of irrigation of the sheath. During the ablation of the right pulmonary vein (rpv), air bubbles were observed in the flush port of the faradrive sheath. Attempts to flush and replace the saline were performed but did not resolve the issue. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis. It was further reported that no abnormalities were seen during preparation of the sheath. The guidewire was positioned straight at the right superior pulmonary vein (rspv) when the farawave catheter was inserted into the sheath. No air was seen in the patient. No fluid leak was observed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. Additionally, the external and internal hemostatic valve deformation was due to prolonged dilator insertion during transportation or device storage.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. A pressure bag was used as the method of irrigation of the sheath. During the ablation of the right pulmonary vein (rpv), air bubbles were observed in the flush port of the faradrive sheath. Attempts to flush and replace the saline were performed but did not resolve the issue. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was received for analysis. It was further reported that no abnormalities were seen during preparation of the sheath. The guidewire was positioned straight at the right superior pulmonary vein (rspv) when the farawave catheter was inserted into the sheath. No air was seen in the patient. No fluid leak was observed.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. A pressure bag was used as the method of irrigation of the sheath. During the ablation of the right pulmonary vein (rpv), air bubbles were observed in the flush port of the faradrive sheath. Attempts to flush and replace the saline were performed but did not resolve the issue. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.